Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a fall 6-7 weeks ago and fell right on the ins.  It was noted that 5-6 times since the fall the ins had turned off for an unknown reason. The ins log showed the ins was charged to 70% when it turned off. It was also noted the ins turned off for an unknown reason before the fall but now seemed to be happening more often. It was instructed to disable and re-enable the ins to reset the implant. The issue was not resolved at the time of report. No symptoms were reported.